Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the returned device identified delamination, an opening crack, crease fold, wear abrasion, and white particles. Leak test was performed and identified delamination on diaphragm valve and an opening. A microscopic analysis was performed which identified total delamination of the diaphragm valve, and a striated edge opening in the radius side. Based on the device analysis the final assessment was total delamination of the diaphragm valve assessed as adhesive failure, and a striated edge opening on radius side assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.